Event description:
This procedure was performed in (B)(6): the physician inflated the evercross balloon but could not deflate it. It was not deflectable even with an empty simple luer lock syringe. The radiologist brought the balloon beyond 14atm to burst it and had to cut it down to remove.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.